Manufacturer narrative:
Evaluation of the returned rhv confirmed that the proximal rotor cap was detached from the rhv. If an excessive force was applied to loosen the proximal rotor cap during use, the proximal rotor cap may detach from the rhv. During functional testing, the detached proximal rotor cap was able to reattach to the rhv without issue. Further evaluation of the device revealed that the rhv seal was not present inside the rhv. This damage was likely incidental to the complaint. Penumbra accessories are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat deep vein thrombosis (dvt) using a rotating hemostasis valve (rhv) packaged with the indigo system aspiration catheter 12 (cat12), and an indigo system separator 12 (sep12). During the procedure, the back end of the rhv came off while attempting to insert the sep12 and blood began to leak onto the table. The physician was unable to re-attach the back end of the rhv; therefore, the rhv was removed from the procedure. The procedure was completed using a new rhv, the same cat12, and the same sep12. There was no report of an adverse effect to the patient.